Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and two splits were observed between the 3 cm and 4 cm depth markers and near the 5 cm depth marker. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned fracture edges which were rounded and polished due to repeated material wear 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported; patient was in clinic receiving chemotherapy treatment. About halfway through treatment, leaking was noted from the PICC insertion site. Area around the insertion site was also noted to be red/purple. More proximal to the patient, towards her armpit, an area of edema was noted. Patient was also experiencing a stinging sensation. Orders were received to discontinue the PICC line. On inspection, a crack was noticed in the line itself. As a result, the patient experienced an extravasation. Patient noted some bleeding from site when onset. Oncology staff were able to access the PICC line, withdraw and flush prior to chemotherapy administration medication connected and started as per infusion guidelines. Patient had PICC inserted on (B)(6) 2025. Line removed as per procedure, noted crack 62 mm from hub. Replacement of PICC being organized by doctor. No other information was provided.